Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. There's nothing unusual about the patient or the procedure itself that may have led to the event or any cause of the capsule failure. The patient had to be intubated since the capsule fell off near the vocal cords, which caused concern for airway protection. The capsule was removed with forceps and the patient did not go home with a capsule in place. The patient is stable and ambulatory.